Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a clinical trial patient with a 25mm 3300tfx [2022-10174-01] pericardial aortic valve exhibited increased gradients (pv: 3.4m/s, mg: 27mmhg) on follow-up tee after an implant duration of four (4) years, four (4) months. It was also noted that the patient had a rocking motion of the aortic valve, noted to be chronic. The patient has developed worsened chf symptoms. The patient has been placed under consideration for a redo aortic valve replacement. Additionally, it was learned that the patient's 25mm edwards surgical valve in the mitral position (B)(4) has been scheduled for a mitral valve-in-valve procedure after an implant duration of approximately two (2) years, six (6) months due to severe mitral stenosis with a mean pressure gradient of 12-14mmhg and mild regurgitation. The patient has presented with combined diastolic and systolic chf.

Event description:
(B)(4) was found to be a duplicate of file case: (B)(4). The investigation of the event will be performed under (B)(4). This file will be closed. It was learned that a clinical trial patient with a 25mm 3300tfx [(B)(4)] pericardial aortic valve exhibited increased gradients (pv: 3.4m/s, mg: 27mmhg) on follow-up tee after an implant duration of four (4) years, four (4) months. It was also noted that the patient had a rocking motion of the aortic valve, noted to be chronic. The patient has developed worsened chf symptoms. The patient has been placed under consideration for a redo aortic valve replacement. Additionally, it was learned that the patient's 25mm edwards surgical valve in the mitral position [(B)(4)] has been scheduled for a mitral valve-in-valve procedure after an implant duration of approximately two (2) years, six (6) months due to severe mitral stenosis with a mean pressure gradient of 12-14mmhg and mild regurgitation. The patient has presented with combined diastolic and systolic chf.

Manufacturer narrative:
2022-10174-02 was found to be a duplicate of file case: (B)(4). The investigation of the event will be performed under (B)(4). This file will be closed.